Manufacturer narrative:
(B)(4). The insulin pump was received with no button response due to the flattened activate and escape button dome switches being ¿not creased¿. Analysis inspected the lcd connector and no unlocked connector was noted by analysis. Analysis was unable to verify the motor error alarm or perform the self, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests due to a button keypad anomaly. The insulin pump was passed the stop current test. The insulin pump's motor passed the motor test. The insulin pump had cracked battery tube threads and minor scratches on the display window.

Event description:
Customer reported via telephone call that their insulin pump experienced a motor error alarm. Blood glucose levels were 178 mg/dl at the time of call. Customer was able to complete pump rewind. The device will be returned for analysis.